Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the rubber at the distal end of the evis exera iii gastrointestinal videoscope was porous. Inspection and testing of the returned device found the air/water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that in addition to the air/water tube having foreign material, the air/water cylinder had foreign material. Adhesive on the distal end had fibrous foreign material. The air/water cylinder and suction cylinder had no color. The switch box had a scratch. Due to damage on the distal end, insulation resistance value at distal end does not meet the standard value. The connecting tube and the universal cord had a wrinkle. The objective lens, the light guide lens, and the adhesive on the distal end all had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.